Event description:
It was reported that during a stenting treatment procedure, a positioning issue occurred. A epic self-expanding nitinol stent was inserted and "upon putting the epic stent into the patient the stent jumped a little." The stent was implanted. No patient complications were reported. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).